Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was initially returned to isi for evaluation with no reported issue. The instrument was found to have a blade partially broken. One of the blades was broken at the tip and the broken piece was not returned. The root cause of broken instrument blades is typically attributed to the misuse /mishandling. The instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The broken blade piece, measuring 0.042" x 0.063" was not returned with the instrument. The root cause of mechanical indentations/burrs on instrument blades is typically attributed to the misuse/mishandling. The instrument tube extension exhibits signs of scratch marks, which measured roughly 0.054 x 0.076. The root cause of scratch marks / abrasions on the instrument tube extension is typically attributed to misuse/mishandling, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.085 - 0.120" in length and were not aligned with the tube axis. The root cause of scratch marks / abrasions instrument main tube is typically attributed to the misuse/mishandling.

Event description:
The monopolar curved scissors instrument was initially returned with no reported issue. The procedure was completed. No other information was provided. Follow-up was performed with the site cssd manager, which obtained the following additional information about the complaint: it was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors instrument expired prematurely. The surgical team did not mention if there was any patient harm or if any fragments fell into the patient. The site believes no fragments fell and the procedure was completed, but was selected unknown to be safe. The reporter did not have any patient information.